Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the suspected medical device, surgical intervention performed in 2005, medical device removal in 2016. Previously, it was reported that the patient underwent a breast augmentation with an unspecified mentor textured gel implant. However, additional information revealed that the patient underwent a breast augmentation with an unspecified mentor saline breast implant. In 2005, the patient's left breast pocket was adjusted and lowered. In 2016, the patient experienced left-sided capsular contracture and underwent removal and replacement. The relevant fields have been updated. Updated reason for device explant and/or reoperation: the left-pocket was located high (2005), capsular contracture (2016). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic/latino female patient underwent a breast augmentation with an unspecified mentor textured gel implant and experienced postoperative left-sided capsular contracture (grade unknown). In 2005, the patient underwent an unspecified surgical intervention due to the left-sided capsular contracture. The details of the procedure were not provided. On (B)(6) 2016, the patient underwent bilateral removal and replacement with two 400cc mentor memorygel breast implant prostheses (catalog #: 3505400bc, left serial #: (B)(4), right serial #: (B)(4)). At this time of report, it is not clear as to why the patient underwent the bilateral removal and replacement surgery on (B)(6) 2016. Follow-up is currently in the progress. If additional information is received in the future, a supplemental report will be submitted.